Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. The patient was given oral and IV antibiotics. The physician does not believe the infection was device related. No further course of action will be taken. The patient is reportedly doing well.